Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 7.5 years post initial procedure, a type 3a and 3b endoleak were reported. The patient is currently being monitored and treatment options are being discussed. As of the date of this report, there have been no additional patient sequelae reported. Note: this patient had a previously reported event under 2031527-2014-00252 for a type 1a endoleak. A suprarenal stent graft extension was implanted on (B)(6) 2014 to treat this event.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3a and 3b endoleaks with an additional endovascular procedure. The type 3a endoleak is likely anatomy related due to aortic remodeling and the type 3b endoleak is most likely device related due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Event description:
Additional information: an intervention was completed. The physician elected to reline the original implanted devices with the ovation ix abdominal stent graft system to resolve this event. It was reported that the patient tolerated the procedure well.